Manufacturer narrative:
During analysis testing the software analyzer generated errors during the initialization phase, during the calibration status stage, and while testing pulse width and resistance. The analyzer was replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency (rf) programmer head no longer recognized (implantable heart) devices. It was further reported that during troubleshooting measures the rf head cable was removed and then inserted into the connector again but the situation did not resolve. The programmer was changed out, but has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the software analyzer returned as an associated device subsequently tested out of specification during manufacturer's analysis.